Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl and a high level of ketones. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was unaware of bg level. Additionally customer did not deliver a bolus for carbohydrates consumed, and customer was using fiasp for insulin therapy. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.